Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv10 device had ruptured during patient use. According to the report, the patient was undergoing an antibiotherapy when the reservoir ruptured leading blood to backflow. The patient was receiving therapy through an implantable chamber. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information:the root cause for ruptured reservoirs is currently being investigated under CAPA# (B)(4). Correction: information left out of initial medwatch:a batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.a trend review was performed showing an unfavorable trend year over year for reported complaints of ruptured reservoirs.

Event description:
Allegedly the patient had an operation because of "vertibral compressions fractures". The blood pressure fell down several times, until cardiac arrest. Patient was brought up to normal level and sent to ICU. About 12 hours later, the patient died.

Manufacturer narrative:
(B)(4). The device is not available, per the customer; therefore, the reported condition of "ruptured reservoir" was not confirmed. However, reservoir ruptured is a known failure mode and root cause investigation is in progress. Should the device or any additional information become available, a follow-up report will be submitted.